Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, three different ventricular leads were attempted, but patient's vessels were too small to accept the lead. None of the leads were used and an epicardial lead was implanted. No patient complications have been reported as a result of this event.